Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found, outer insulation cosmetic mio and esc and cosmetic depression. Visual analysis performed only. Proximal segment returned and analyzed. (B)(4) no anomalies found, all conductors blood/body fluid (not obstructed), outer insulation cosmetic esc and cosmetic depression. Visual analysis performed only. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found, outer insulation cosmetic mio and esc and cosmetic depression. Visual analysis performed only. Proximal segment returned and analyzed. (B)(4) no anomalies found, all conductors blood/body fluid (not obstructed), outer insulation cosmetic esc and cosmetic depression. Visual analysis performed only. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): no anomalies found. (B)(4): no anomalies found, outer insulation cosmetic mio and esc and cosmetic depression. Visual analysis performed only. Proximal segment returned and analyzed. (B)(4): no anomalies found, all conductors blood/body fluid (not obstructed), outer insulation cosmetic esc and cosmetic depression. Visual analysis performed only. Proximal segment returned and analyzed.

Event description:
It was noted the patient died approximately 4 months after device implant. The cause of death has been requested and not received.

Event description:
It was noted the patient died approximately 4 months after device implant. Follow up revealed the cause of death per the death certificate was acute respiratory failure, due to aspiration-stomach contents, due to dysphagia; coronary artery disease. No autopsy was performed.